Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generator unit to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed, and the issue could not be confirmed through system log review, and no corresponding errors were identified in the system logs. Visual inspection revealed a bend on the rear side of the hard cover, along with a cracked bezel. During testing, the unit displayed error code c-34 at startup, while the logs recorded codes c-00 and m-31. The complaint was confirmed based on the failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the generator.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report c-30 error on generator when using monopolar. Customer has power cycled the system and the generator, replaced monopolar port and energy cable but no improvement. Customer swapped to a harmonic generator to continue procedure. The procedure was completed with no reported injury.